Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mgq269-w8305 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent ventricular septal defect repair on an unknown date and suture was used. The needle pulled off the suture when sewing during the procedure. The needle was found and retrieved timely. Changed to another device to complete the procedure. There were no adverse patient consequences reported.